Event description:
Health professional reported that after injection in the nasolabial folds and tear troughs with one syringe of juvederm ultra three days later, the pt reported ¿erythema multiforme¿ which has manifested as red spots on the legs. The pt was examined by a different, unk physician who diagnosed the reaction and on an unk date prescribed ¿some kind of steroid¿ which the injecting physician believes is prednisone. The pt took it for a few days and the symptoms started to improve but the symptoms have not yet resolved. Add¿l info on the pt¿s treatment and the pt¿s status has been requested. Allergan¿s approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
(B)(4).